Event description:
On 06/17/08, (B)(4) received a phone call from (B)(4). (B)(4) stated that dr (B)(6) was performing a dcp procedure. He inserted the catheter, inflated the catheter and noticed that the balloon would not hold pressure. He removed the device and opened another kit to complete the procedure without any pt complications. The facility is requesting to be reimbursed for the cost of the kit. The device was saved and they are waiting to return it to us for evaluation.

Manufacturer narrative:
Analysis confirmed the reported sensing anomaly. Abrasions were found on the partial lead from the inside; the etfe insulation of one of the proximal cables was abraded and the distal coil was exposed at 15.5-17cm from the helix end. The exposure of the proximal cable and distal coil could cause the reported sensing anomaly. The rv and proximal cables were also out of the lead in other locations.

Event description:
It was reported that the lead was capped and replaced due to oversensing on the ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.